Event description:
It was reported that, "the patient was discharged from the hospital on (B)(6) and sometime between then and (B)(6)2010 the patient reported a "pop" and was in severe pain. X-rays were taken on (B)(6)2010 and the rod appears to be displaced from the tulip head of the screw."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental.